Event description:
It was reported that the pta balloon ruptured during use in the iliac axis. Upon retraction, the balloon detached and remained in the iliac artery. An attempt to snare the detached balloon was unsuccessful; therefore, a stent was placed to tack the detached balloon to the vessel wall. There was no known impact or consequence to patient.

Manufacturer narrative:
The lot number was provided and the lot device history records were reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Per the reported event details, the calcification of the lesion contributed to the rupture. The balloon rupture likely contributed to the retraction issues and the balloon detachment. However, based upon the available information the definitive root cause is unknown. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.